Event description:
The injector fell from the ceiling arm after the injection protocol was complete. Two technicians were standing nearby, although no one was hit by the falling injector. It was reported that the arm detached at the 3rd joint from the vertical ceiling column.